Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. Root cause was determined to be dirty and sticky brake gap. Unrelated to the customer complaint, front enclosure was observed to be damaged during visual inspection. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date. Data archive showed the autopulse has only been powered up an average of twice a month for at least the past year. This is the most likely cause of the brake gap being dirty and sticky. After replacing of the front enclosure, the platform was further tested for 15 minutes with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed and there was no previous history of complaints reported for the autopulse with serial number (B)(4).

Event description:
The autopulse platform ((B)(4)) was used on a patient in cardiac arrest and performed compression for unknown period of time and displayed a "system error, out of service, revert to manual CPR" error message. The user restarted the platform; however, was unable to clear the error message. Following this manual CPR was immediately performed. The length of delay was not specified. No adverse consequences were reported. Per reporter, no issues were observed on the platform during last shift check and deployment state.